Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy procedure, the black pusher thumb piece could not be moved at all and the device did not fire. It could be fired with its own staples, but could not be fired with another staple. The surgeon replaced it with the new device to complete the case. There was no patient injury.